Event description:
Reporter stated that patient sample was tested, using the suspect device, with a result of 220 mg/dl. Reporter indicated that the same sample, when tested in the facility's lab, measured 98 mg/dl. Reporter noted that the patient sample was used for an internal proficiency study; no modifications to patient therapy were made based on values obtained on the suspect device. Reporter did not indicate if quality control testing had been performed on the device. No product was returned to the manufacturer for evaluation.